Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a catheter placement procedure utilizing electromagnetic tracking, the patient tracker moved, resulting in the registration being lost. It was reported that the tracker moved while draping the patient. It was reported that the site elected to reschedule the procedure, which was reported to have subsequently been successful. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.